Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unknown nexgen femoral component: catalog#ni, lot#ni; unknown nexgen tibial component: catalog#ni, lot#ni. Report source: foreign: (B)(6). Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2021-03601. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty on an unknown date. Subsequently, the patient underwent revision surgery due to stiffness. Attempts have been made and no further information is available.